Event description:
It was reported that the patient experienced symptoms of withdrawal and aspiration of cerebral spinal fluid (csf) was unsuccessful during catheter troubleshooting. Reporter stated that the patient had (B)(6) weight loss since pump was implanted. The patient also had signs and symptoms of withdrawal; hot flashes, sweating, abdominal muscle tightening, and increased pain in 'usual area of pain'. These symptoms were going on for 2 months up to the notification date. The symptoms were only occurring at night. Reporter stated that the patient had a severe fall in (B)(6) 2011, 'hitting their head and seeing stars', however, it was unclear whether this was thought to be a possible cause of symptoms. When a catheter dye study was performed, the healthcare provider was unable to withdraw csf from catheter access port (cap). The rotor study had normal results. A CT was completed without contrast, however results were not provided. Reporter stated that the patient would need a need catheter revision and possible pump replacement, as the elective replacement indicator was only 13 months out. It was unknown at the time of this report if a pump and/or catheter revision took place. The medication in the pump was morphine. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was reported that the patient was scheduled for a pump 'change' and a possible catheter revision but had not yet taken place at the time of this report.

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, product type catheter.

Manufacturer narrative:
(B)(4).